Event description:
It was reported, that patient presented remotely via merlin.net. Review of transmission revealed, that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. And delivered inappropriate high voltage therapy as result. No intervention was performed. There were no patient consequences.